Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05321. The pt received an scs system including two leads (from the same lot) and an ipg for off-label use on (B)(6) 2011. It was reported the pt could no longer feel stimulation. During surgical intervention, the doctor suspected an infection near the ipg site. The ipg was explanted and replaced. Both leads were explanted and replaced also. Upon removing one of the leads, the doctor found enterococcus faecalis growth. The leads were disposed by the explant facility. Stimulation and coverage was regained post-op. The pt is treating the infection with oral antibiotics. Allegedly, the doctor does not believe the infection is product related.